Event description:
There was one resolute integrity rapid exchange (rx) drug eluting stent implanted in the mid lcx and two resolute integrity rx drug eluting stent were implanted in the proximal lcx during the index procedure. It is reported that the second stent in the proximal lcx was implanted to treat a dissection.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).